Event description:
The user facility reported the automated impella controller issued a controller error alarm around 08:56am during patient impella mechanical circulatory support. It was noted there were no issues with motor current. Placement and left ventricle signals could be seen on impella connect, and the pump was running without any changes. Approximately five minutes later the alarm resolve on its own and did not reoccur until later in the evening at approximately 17:33pm. There is no information that indicates the aic was exchanged. Reportedly there was no patient harm and no report or indication of interruption in therapy.

Manufacturer narrative:
The automated impella controller has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. The logs confirmed that on the day of the event, there was a controller error indicated by an out-of-spec power battery manager (pbm) voltage. This was associated with an alarm, which lasted for approximately five minutes after four and a half days. Following this incident, the pump operated without any issues for the next two days. The console was returned for investigation. A thorough visual inspection of the internal components was conducted, but no physical problems were found. The power supply from the pbm to the impellatronic pca and the 4-in-1 unit was stable. The console was then tested with a known working pump and purge system, and everything functioned normally with no issues. The root cause of the controller failure alarm (pbm voltage out-of-spec) was not determined as the error was not reproduced. E.4 should have been left blank on the initial manufacturer device report number as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 codes 3233 and 11 were reported incorrectly on the initial manufacturer device report number 1220648-2025-27043 as the investigation was completed. H.10 investigation results was inadvertently omitted on the initial manufacturer device report number.